Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion was located in the non calcified and moderately tortuous proximal distal right coronary artery (rca). A 3.0 x 20mm liberte stent was implanted in the distal rca. The stent was post dilated with a 3.0 x 15 non bsc balloon. The 3.50 x 16mm liberte bare mr stent delivery system was advanced to the proximal portion of the distal rca, but it was unable to cross the lesion. The device was removed, and it was noted that the stent strut was lifted up. The procedure was completed with a 3.5 x 15mm non bsc stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).